Event description:
Event description cpi received information that during the implant procedure for this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD delivered shocks inappropriately. The implant had been completed and the pocked closed. The patient was induced into ventricular fibrillation (vf), and a 10 joule shock was delivered, after which the patient's rhythm was asystole. The ICD reportedly delivered 1 to 2 shocks into asystole, and the ICD markers identified the rhythm as vf. The pocket was re-opened and the setscrews were found to be tight. The physician was concerned that the ICD was not operating appropriately, and replaced the ICD.